Event description:
Information received from a patient reported that their implantable neurostimulator (ins) was not working properly and was too close to the skin. The patient had the device explanted on (B)(6) 2016. It was noted that the patient had a broken back and some other problems. The patient's healthcare provider (hcp) stated that the explant surgery resolved those other issues, which was the reason that the device was explanted. It was reported that the patient was able to feel the "pulses" from their ins but it never stopped the pain. It was noted that the patient's issues of the device not helping with their pain and the device being too close to the skin occurred on (B)(6) 2010. It is unknown if the product will be returned to the manufacturer. Indication for use was radiculopathy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.